Event description:
It was reported that the lead dislodged, and perforated the patient's heart in two different areas after it was repositioned. The lead was explanted and replaced.

Manufacturer narrative:
Na